Event description:
Unfortunately, due to allergic reactions present on the dermis for three months, I need to know the materials present in the screws which were implanted in my big toe last on (B)(6). I'm on cortisone, but I need to find the source of the problem. Request information on the compositions of the devices to find the origin of the allergy.

Event description:
Unfortunately, due to allergic reactions present on the dermis for three months, I need to know the materials present in the screws which were implanted in my big toe last june. I'm on cortisone, but I need to find the source of the problem. Request information on the compositions of the devices to find the origin of the allergy.